Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025 at 10:00pm, the patient was at a parking lot when they passed out and was unconscious for 5 to 10 minutes. There were no cgm readings on the pump, red circle line symbol and sensor failed. The reporter removed the sensor and there was no sensor wire, they took a bg reading which was 20 mg/dl. The reporter called ambulance and the patient was taken to the hospital for treatment. No oral or IV medications were provided, the patient was treated with sugar water and apple juice and was closely monitored. The patient was discharged on (B)(6) 2025. At the time of the event the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.